Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to normal battery depletion. The right ventricular (rv) lead was also surgically abandoned and replaced due to chronically high thresholds as the patient became pacing dependent. No additional adverse patient effects were reported.